Event description:
End user's sister alleges while the end user was operating the motorized wheelchair down a grass covered slope without the use of a seat belt, he fell out of the seat. Allegedly, as a result of the incident the end user was hospitalized.

Manufacturer narrative:
Operator error: no malfunction of the power wheelchair suspected. It was reported the end user was operating the motorized wheelchair on a grass covered slope exceeding 5 degrees without the use of a seat belt. The owner's manual warns, "avoid ramps and slopes that are too steep such as those that exceed 5 degrees," "avoid uneven or unstable surfaces such as potholes, broken pavement, grass, gravel, sand, wet leaves or cut grass," and "always use the seat belt."